Event description:
It was reported the pt is not receiving effective stimulation and reprogramming did not resolve the issue. The pt will meet with the physician as the next course of action. Note the pt received two leads from the same lot number as part of the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.